Event description:
Medtronic received a report that a pipeline flex stent (ped) distal segment failed to open and burrs were observed upon removal. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left internal carotid artery clinoid segment aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone arterial diameter was 3.1 mm distally and 4.3 mm proximally. It was noted the patient's vessel tortuosity was normal. Vascular access was obtained via the femoral artery. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure reported the flow-diverting stent demonstrated good wall apposition, with obvious contrast agent retention within the aneurysm. The micro-guidewire was delivered in place to a distal position beyond the middle cerebral artery m1 segment. After the microcatheter was positioned, the ped was fully hydrated and delivered into the microcatheter. Deployment was initiated at the horizontal segment of the middle cerebral artery m1 segment. The tip of the stent failed to open. After multiple attempts, it still could not be opened. To ensure procedural safety, the stent was removed, and burrs were observed at the tip. A new ped stent was used instead and repositioned, after which it opened successfully, and the procedure was completed successfully. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend and more than 50% of the pipeline had been deployed when it failed to open. It was unknown how many times the pipeline was resheathed or if there any additional steps or other devices required to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.